Manufacturer narrative:
Additional information provided: d.11. The customer¿s report that the set leaked at the filter and near the luer lock only confirmed a leak near the luer lock. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small cut in the tubing approximately 1 inches above the male luer. No other anomalies were observed. Functional testing confirmed leaking from the cut in the tubing. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined.

Event description:
It was reported that the cicu nurse initiated a tpn/intralipid (il) infusion. Shortly after the initiation of the infusion, the nurse returned to the patient's room to find the mother holding the patient in her arms. The patient's mother reported that her arm felt wet. The nurse slightly moved the patient to assess the line when it was noted that the il tubing set filter was leaking with the patient's blood back flowing into the line. The nurse assessed the connection points and did not find any loose connections. The patient's blood appeared to be leaking near the luer lock spin collar. The il infusion bag was removed and a new bag was initiated. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested but not provided, however, the event describes the patient sitting in mother's lap, therefore it is presumed that the patient was either an infant or child.

Event description:
It was reported that the cicu rn initiated a tpn/intralipid (il) infusion. Shortly after the initiation of the infusion, the rn returned to the patient's room to find the mother holding the patient in her arms. The patient's mother reported that her arm felt wet. The rn slightly moved the patient to assess the line when the rn noted that the il tubing set filter was leaking with the patient's blood back flowing into the line. The rn assessed the connection points and did not find any loose connections. The rn noted that the patient's blood appeared to be leaking near the luer lock spin collar. The il infusion bag was removed and a new bag was initiated.